Event description:
It was reported that during preparation for a stenting treatment procedure, shaft damage was identified. The lesion being treated was located in the ostial left circumflex (lcx). While preparing the 3.0x16mm liberte stent delivery system, the physician noticed the shaft of the sds was damaged in way which allowed the guide wire to pass through it, but chose to use the device in the procedure. The lesion was predilated with an unknown size maverick balloon. After placing the 3.0x16mm liberte stent, the physician attempted to deploy with an advantage inflation device, but the balloon did not inflate. The physician removed the sds and confirmed that it had 'a problem'. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the received device had dried contrast present inside and outside of the device. The balloon was tightly folded with the stent positioned between the markers bands. The guidewire exit notch was flared. The distal shaft had a hole/puncture 92 mm from the tip. Further inspection presented no other damage or irregularities. Product analysis was consistent with the reported malfunction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, shaft damage was identified. The lesion being treated was located in the ostial left circumflex (lcx). While preparing the 3.0x16mm liberte stent delivery system, the physician noticed the shaft of the sds was damaged in way which allowed the guide wire to pass through it, but chose to use the device in the procedure. The lesion was predilated with an unknown size maverick balloon. After placing the 3.0x16mm liberte stent, the physician attempted to deploy with an advantage inflation device, but the balloon did not inflate. The physician removed the sds and confirmed that it had "a problem". The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.